Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the needle remained in the patient. That was confirmed by an intra-op intensifying screen. The patient should be seen in consultation on december 17. No further information is available. The following information was requested, but unavailable: - was the needle retrieved during the same procedure? If not, please explain. - what measures were taken to retrieve the needle? - was there any additional tissue damage as a result of searching for the needle piece(s)? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. - what is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? - what is the current status of the patient? - please perform and document the follow up attempt for product return.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia surgery (B)(6) 2025 and suture was used. During surgery of the first side, the right side, when suturing a plane, the needle broke at the crimping zone, planting itself entirely in the patient. The needle remained in the patient. That was confirmed by an intra-op intensifying screen. The patient should be seen in consultation on december 17. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.